Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to t-wave and muscle noise in the primary vector. A month later a second shock was inappropriately delivered for the same reasons, this time, in the secondary vector. Analysis was performed which showed high variability of t-wave and qrs amplitudes in both primary and secondary vector, and to lesser extent also in alternate vector. Technical services advised to explore alternate vector's signal qualities in different settings and heart rates and reprogram into this vector if possible. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6.b: explant date. H1: type of reportable event. H6: impact codes. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to t-wave and muscle noise in the primary vector. A month later a second shock was inappropriately delivered for the same reasons, this time, in the secondary vector. Analysis was performed which showed high variability of t-wave and qrs amplitudes in both primary and secondary vector, and to lesser extent also in alternate vector. Technical services advised to explore alternate vector's signal qualities in different settings and heart rates and reprogram into this vector if possible. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. It was noted that the positioning of the electrode was not optimal as the tip was over the pectoralis muscle. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to t-wave and muscle noise in the primary vector. A month later a second shock was inappropriately delivered for the same reasons, this time, in the secondary vector. Analysis was performed which showed high variability of t-wave and qrs amplitudes in both primary and secondary vector, and to lesser extent also in alternate vector. Technical services advised to explore alternate vector's signal qualities in different settings and heart rates and reprogram into this vector if possible. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that this system was explanted and replaced. It was noted that the positioning of the electrode was not optimal as the tip was over the pectoralis muscle. This system is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. E1: initial reporter phone number is + (B)(6); reported here as phone number exceeded character limit for designated field.